Event description:
According to the information received, a 7kg child with difficult anatomy was initially implanted with a 6/4mm amplatzer duct occluder ii (adoii) but was removed. An 8/6mm amplatzer duct occluder (ado) was then implanted and looked good pre-release, but jumped forward on release. Minimal gradient was present and the child was stable so the ado was left in place. The child was seen during a follow-up visit on (B)(6) 2012 and was found to be unwell. An echocardiogram showed severe aortic narrowing and the ado appeared to have moved further into the aorta. The ado was removed surgically and the pda ligated. The child is now doing well.

Manufacturer narrative:
Aga medical could not evaluate the ado involved in this incident since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Review of the images by aga's medical consultant resulted in the following findings: this was a (B)(6) baby with a moderate to large pda who underwent device placement. Initially an adoii was deployed. The position of the device was unsatisfactory and the adoii was removed. An 8/6mm ado was deployed and left in place despite an aortic arch gradient which was described as minimal; no measurement was provided. The patient returned to the hospital for a follow-up visit and was not doing well. An echocardiogram showed severe coarctation of the aorta (coa). The baby underwent ado removal and surgical closure of the pda. One cd with angiograms of the procedure was provided for review. The angiograms were taken in ap and lateral views. The pda was large, long and tubular. There was minimal to no ampulla and the diameter of the pda on the aortic end was 4.6mm. The pda measured about 3.5mm in the middle and the length was 8.2mm. The descending aorta close to the diaphragm was 5mm. Initially, an adoii was deployed which was severely elongated and obstructed the aorta significantly in addition to protruding into the pulmonary artery. The ado appeared to have a large aortic disc which was tilted due to the angulated anatomy of the pda. Angiograms were performed before releasing the ado. It appeared that attempts were made to pull the ado inside the pda as much as possible before release. Following release, it was clear that a significant portion of the ado was protruding in the descending aorta (dao). According to aga's medical consultant, the following was determined: this was a tubular ductus with minimal to no ampulla. The diameter of the aortic disc of an 8/6mm ado is 12mm and the diameter of the aorta that was measured was 5mm. This means that the aortic disc (12mm) of the 8/6mm ado was about 75% of the circumference of the aorta (5mm x 3.14 = 15.7mm) resulting in significant protrusion of the disc into the aorta. The protrusion caused coa. In patients with a small ampulla, the aortic disc cannot be pulled inside the ampulla as it ends up protruding into the dao with resultant narrowing of the dao.